Manufacturer narrative:
Evaluation results: further investigation of the product found the tension spring on the key-lock buckle on the ankle cuff was missing. One tension springs on the bed connecting strap is missing and the remaining tension is oriented sideways causing the lock not to close. The missing or misaligned tension springs has been identified as the result of the key-lock buckle not closing, but the source or root cause of this occurrence could not be determined. However, there are signs of excessive use on the returned cuff. These sign include the straps have frayed/fuzzy edges and both metal buckles have scratches and corrosion inside. Being that the returned product is over 36 months since it was manufactured and has signs of repeated use, it is unlikely that a manufacturing non-conformity contributed to the reported complaint. It is possible that wear-and-tear may have contributed to the complaint. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. No corrective or preventative actions are necessary. (B)(4).

Event description:
Supplemental medwatch required for investigation results.

Manufacturer narrative:
Pt identifier, weight: ni. The device has been returned but the investigation has not yet been completed. A supplemental medwatch will be submitted when the investigation has concluded. Note: posey instructions for use states: ¿before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook-and-loop adheres securely. Discard if device is damaged.¿ (B)(4).

Event description:
Customer reported that after laundering the restraint she noticed the lock is beginning to rust and when setup with a patient the lock does not secure closed. The date when the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
A single cuff of the pair was received; the other cuff has not been returned. There are signs of excessive use on the returned cuff, including frayed/fuzzy edges on the straps and both metal buckles have scratches and corrosion inside. The bolts inside both buckles (B)(4) are loose causing a rattling sound when they are shaken indicating that the compression springs that keep the bolts in place are contracted and won't expand anymore. Due to the contracted compression springs inside the buckles, both buckles will not lock as intended. The product was approximately three years old at the time of the reported complaint. Although it appears that wear-and-tear from repeated use over the years may have contributed to the observed issue, further investigation is being performed to confirm this. An additional report will be provided once the investigation has concluded. Manufacturer reference file: (B)(4).

Event description:
Supplemental required for product evaluation.